Event description:
"When atropine syringe removed from injection site, the stopper pulled out, set changed and it occurred again. Occurred two times. Intravenous became infiltrated and intravenous site lost. Occurred during code situation in an ambulance. Additional patient outcome not known." Blue shrink band present. Additional information received on 06/04/98: the drug being infused was not just atropine, but also an additional drug. The patient was in cardiac arrest and did expire.